Event description:
It was reported that during an implant procedure, the stylet would not fully insert into the lead. The lead was replaced. Patient outcome was listed as "good". No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.